Manufacturer narrative:
Information contained in this report was previously submitted through psr on 29/jan/2014. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lump" and textured implant exchange.

Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or in the underarm area¿ (lump/nodule). Side was unspecified, this record is for the left side. Device has been explanted.

Event description:
Patient reported having experienced ¿a lump or thickening in or near the breast or in the underarm area¿ (lump/nodule). Side was unspecified, this record is for the left side. Device has been explanted.